Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address total shoulder infection. It was also stated in the der that all parts were explanted and a shoulder antibiotic mold was placed to kill infection. Doi: (B)(6) 2015; dor: (B)(6) 2018; right shoulder.

Manufacturer narrative:
Quantity of two. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
22-mar-2019: medical records received. After review of the medical records for MDR reportability the patient was revised on (B)(6) 2018 for infection. A broken screw was found as well as a stripped screws. It unknown which screws were broken and stripped. Pre-operative notes indicated possible loosening or osteolysis, but none was noted during the revision operation. There was necrotic bone found around the proximal portion of the humerus. This was debreided to healthy bone. Spacers were placed at revision which were later revised on (B)(6) 2018 to competitor products. There was some pain noted with the spacers, but cement that extended to the subcoracoid bursa which correlates with the pain. Since its unknown which screws were broken and stripped, the unknown shoulder locking screw will be coded for both implant fracture and stripped. The quantity will be updated to two. If/when more information is received to indicate which screw broke and was stripped, the pc will updated as needed.

Manufacturer narrative:
(B)(4). No device or product details were received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All x-ray images were reviewed, based on the provided evidence it was not possible to observe the reported allegation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was not able to be retrieved for this device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: other relevant history. Corrected: type of reportable event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint#: (B)(4). Investigation summary: no device or product details were received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null.